Event description:
Repair request was initiated for the device with the report of overheating. No patient impact reported. The event escalated to product event since the repair and return in less than 90 days from purchase or repair. Additional information regarding the patient impact is being followed up from the facility.

Manufacturer narrative:
:Product analysis: evaluation could not confirm the reported malfunction of overheating. The device was tested and the maximum temperature was measured to be 82.4°f. B3 date of event notification: 25-sep-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow up, it was confirmed with the health care professional that there was no patient or staff impact and they had a back up sterile so there was no delay to the case.